Manufacturer narrative:
No sample has been received by manufacturing for evaluation. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A physician reported that an ophthalmic forceps device could not be opened during a vitrectomy surgery. An alternate forceps was obtained in order to perform the procedure. There was no impact to the patient. Additional information is confirmed to be unavailable for this report.